Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus korea and the former similar cases, omsc determined there was the possibility this phenomenon was attributed to following causes; physical stress, chemical stress, poor storing environment, such as in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays. And also the reported phenomenon was thought to be preventable since the instructions for safe use (IFU) provides the following statement; operation manual: important information please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation manual: 4.1 insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. If additional information becomes available, this report will be supplemented.